Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the flare detached and the catheter slightly kinked in the extreme of the strain relief and near to the dongle. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The most probable root cause of this event is handling damage as the complaint occurred during manipulation of the device during preparation. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the preparation, it was noticed that the sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information: note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01166 for the other associated device information.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the preparation, it was noticed that the sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of catheter detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.